Event description:
This pump shut down with no alarm while being used in the o.r. The drug in use at the time is unknown and the event date is unknown. There was no incident report filed. No other info has been provided.

Manufacturer narrative:
Section f completed by baxter. Baxter engineering assessment concluded the pump enters the alarm state aprox. One half ml is administered. Internal evaluation of the pump found that this condition is caused by magnetization of the mechanical guide rods which corrupts the secondary encoder, causing this fail safe alarm condition.